Event description:
The femoral head did not appear to fit on the taper of the stem during primary surgery. The surgeon unsuccessfully attempted to remove the stem. The stem became loose and migrated down the femoral canal. The devices were revised 6 weeks post-op.